Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device exhibited a code 1007 indicative of charge time exceeded. Boston scientific technical services (ts) recommended the device be removed and replaced. At this time, the device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. A review of the device memory confirmed two faults, recorded on (B)(6) 2019, due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was greater than 45 seconds, which is longer than expected. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output. Correction to field: usage of device.

Event description:
This supplemental report is being filed as the device evaluation was completed.